Event description:
The port was placed 8/11/97 in female pt for chemotherapy on rt side. The port is being removed because it is "defective." The reporter has not seen the chart and did not know how the problem had been discovered.